Manufacturer narrative:
Summarized patient outcomes/complications of navitor valve were reported in a research article in a subject population with multiple co-morbidities including hypertension, diabetes, atrial fibrillation, coronary artery disease, peripheral arterial disease, chronic kidney disease, heart failure, and prior stroke. Complications reported included stroke, myocardial infarction, bleeding, surgical intervention (permanent pacemaker), death; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. Literature attachment: article titled "balloon versus self-expandable tavi in patients with left ventricular dysfunction: a real-world comparative study. B2: death date was estimated. B3: event date was estimated. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "balloon versus self-expandable tavi in patients with left ventricular dysfunction: a real-world comparative study", was reviewed. This research study is a prospective multicenter experience to evaluate change in ejection fraction between balloon-expandable valves (bev) and self-expanding valves (sev) in adults with left ventricular ejection fraction less than 40% undergoing transcatheter aortic valve implantation (tavi) and to assess hemodynamic and clinical outcomes at 30 days and 12 months. The devices included in the study were edwards sapien, evolut and portico/navitor. The article concluded that in patients with reduced lvef, tavi produced sustained improvement in ejection fraction irrespective of valve platform, and sev conferred a hemodynamic advantage without differences in ejection fraction or clinical outcomes. [The primary and corresponding author was kuljit singh, department of cardiology, gold coast health service, gold coast, queensland, australia, with corresponding e-mail: kjaulakh@gmail.com.] This study included patients who underwent a tavi. A total of 922 patients were included in the study, of which an unknown amount received an abbott device. The average age of the balloon expandable group was 79.7 years. The average age of the self expandable group was 80.5 years. The majority gender was male. Comorbidities included hypertension, diabetes, atrial fibrillation, coronary artery disease, peripheral arterial disease, chronic kidney disease, heart failure, and prior stroke.